Event description:
It was initially reported by the physician that the pt showed high lead impedance on diagnostics test. Physician was asked to disable the device, but the physician wanted to keep it on as the pt can feel stimulation normally and there has been no increase in seizures. No x-rays were taken and no pt manipulation or trauma was reported. Pt's programming history was received from the physician's handheld and the high impedance results were not seen; however, it is likely that the physician used another handheld computer to interrogate the device and data from that handheld was not received. Good faith attempts to obtain add'l info has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.